Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Download trace history file showed 9.9 units bolus that were programmed and delivered on 02/26/14 at 4:41pm and 03/07/14 at 6:26am. The event history file was overwritten unable to verify unexpected bolus 10.5u, 30.25u and 28.35u. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely and was properly recorded in the bolus history screen. No bolus history anomaly noted. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he had low blood glucose. Customer's blood glucose was 32 mg/dl. Customer's wife found the customer passed out. Customer's blood glucose at time of call was 70 mg/dl. Customer mentioned there were other dates and information in history. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.